Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ineffective therapy as the right cervical lead had migrated and confirmed via x-ray. As such, surgical intervention was undertaken wherein the lead was replaced and therapy restored.